Manufacturer narrative:
Concomitant medical product: model: 6940-45, lead; implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital for suspected shock and syncope. Information received on the remote transmission was reviewed by qualified personnel and indicates there was no recent shock therapy delivered. Transmission details show possible undersensing on the right atrial (ra) lead on stored atrial tachycardia (at) / atrial fibrillation (af) electrograms (egm). Also noted was possible t-wave oversensing (twos) on stored ventricular tachycardia non-sustained (vt-ns) egms. Follow up was conducted with the local field representative which indicated that "no action was necessary" and no reprogramming was completed at this time. The leads remain in use. No further patient complications have been reported as a result of this event.